Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported getting cgm readings of about 359 mg/dl then going to 400 mg/dl then to 289 mg/dl, until it reached 110 mg/dl. The patient was shaky and sweaty. The patient took insulin and she did a fingerstick reading which gave her a bg reading of 85 mg/dl. The patient ate cake and drank ginger ale, and then drove herself to the emergency room (ER) for assistance. At the ER, they did a fingerstick which gave a bg reading of 92 mg/dl. The patient was treated with IV saline and stayed for several hours. The patient was discharged by 10:00 pm. At the time of the call, the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.